Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-01200. It was reported x-rays were taken and confirmed the patient's leads migrated out of the epidural space. As such, surgical intervention was undertaken wherein the leads were explanted and replaced with new ones which resolved the issue.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-01200. Additional follow-up revealed one lead was explanted and the second lead repositioned during the previously reported surgery to address the issue.